Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an equipment inspection, it was observed that the attachment device was running hot. This event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. It was determined that the device had an unknown lubricant in the nosetube and corrosion on the bearings. It was further determined that the device showed signed of damage caused by immersion during cleaning, which was failure to follow directions for use. The assignable root cause was determined to be due to improper cleaning, which is misuse, abuse and/ or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.